Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to properly press the button, and the caller confirmed that the button was functioning as intended.